Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The set was in use for two days. The blood glucose level at the time of event was 100 mg/dl and patient resolved the event by changing infusion set and resumed insulin successfully. No further information available.